Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the harmonic ace instrument could not be recognized. The instrument was removed and a backup instrument was used to proceed. Following this, the user continued and completed the procedure with no further issues reported. No fragment fell into the patient. No known impact or patient consequence was reported. An image provided by the customer showed that the instrument seemed to have a broken blade. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instruments were inspected prior to use and no damage or anything out of the ordinary was observed. The procedure was low anterior resection and the event date was 01/13/2024. The instrument did not collide with any other instrument or tool during the procedure and no fragment fell inside of the patient¿s anatomy.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has requested that the harmonic ace instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.